Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure and attempt was made to use a endeavor resolute rx coronary drug eluting stent to treat an unstable angina pectoris. It was reported that the stent was damaged and had burrs. It was reported that the patient is alive with no injury.